Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer head had telemetry issues, it was able to interrogate using a known good programmer. Analysis did note that its cable was twisted but still functional, and it was replaced as a preventive. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG)connection was poor. Several different cables were tried but a clear ECG signal was unable to be obtained with surface electrodes. Pushing down on the connector appeared to help. It was further noted that the radiofrequency programmer head had possible telemetry issues. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.